Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.

Event description:
Asr proxima claim letter received. Claim letter alleges iatrogenic damages and detrimental patient's health which caused increased ionemia. It was also indicated that patient is seeking for full compensation. Doi: (B)(6) 2009 ; dor: (B)(6) 2011 (unknown hip).